Event description:
A soehendra stent retriever was used off-label during an ercp (endoscopic retrograde cholangiopancreatography). When the device was removed from the patient it was noticed that the screw tip had broken off.

Event description:
A soehendra stent retriever was used off-label during an ercp (endoscopic retrograde cholangiopancreatography). When the device was removed from the patient it was noticed that the screw tip had broken off. The patient was undergoing a planned series of ercps for his medical condition. So there was not an extra procedure that was planned because of the retained device tip as a whole series of the same procedures had already been planned. The retained device tip was located in the right secondary intrahepatic ducts which was unable to be removed on the original procedure on [redacted date]. No additional x-ray was needed to determine the location of the retained device tip. The procedurealist determined that there was no harm to the patient as a result of the retained device tip. There was no attempt to remove the device tip upon the second procedure on [redacted date]. The patient has not had another of the procedures in the series of planned procedures for her medical condition since that time. There is no documentation as to why or how the tip of the device broke off.